Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay, manual injection/insulin pen. The event involved product(s) mmt-332a, unomedical, mmt-1880. Troubleshooting was performed and the customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. The customer reported high bgs. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked keypad overlay. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 05/17/2020 to 05/13/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 10-oct-2024. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date 10-oct-2024 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap locks properly into the reservoir compartment; however, a (minor) chipped retainer ring was noted during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the keypad overlay of the pump during analysis. Retainer ring damage (a (minor) chipped retainer ring) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.